Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly. Physio observed during testing of the therapy pcb assembly that the message, ¿abnormal energy delivery¿ was displayed and a monophasic energy output was delivered when shocking. It was determined that the cause of the reported issue was due to an electrically shorted diode, designator cr30. Legs 5 to 9 of cr30 were electrically shorted.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged an event code in its memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.